Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no harm/impact to the patient" (no consequences or impact to patient). Product problem(s): "tip broke off of the handpiece and fell into the eye" (foreign material present in device). Per medwatch report: surgeon performing phacoemulsification and the phaco tip broke off of the handpiece and fell into the eye. The pieces were retrieved and another tip attached to handpiece. The surgery was completed. No harm to patient. Add'l info was requested.